Event description:
It was reported that the patient went for a refill, and the pump had a volume discrepancy. The actual residual volume (arv) was 8ml, which was greater than the expected residual volume (erv) of 1-2ml. It was also noted that an alarm was confirmed by telemetry, but not heard. It was reported that the physician had refilled the pump with the incorrect amount. The physician tried to fill a 40ml pump with 20ml. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-05110, for previous events related to this device.

Event description:
Additional information: it was reported that the reason the physician was filling the pump with 20 cc instead of 40 cc was because he thought the patient had a 20 cc pump. On (B)(6) 2012, the patient had botox. This was a week and a half before the refill appointment. It was noted that the volume discrepancy previously reported was noticed at this time. It was thought that the pump was ¿funky¿ and the patient was not getting the medicine he was supposed to. No alarm sounded at this time. The alarm previously mentioned belongs to manufacturer report # 3004209178-2012-05110.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).